Event description:
It was reported that during the farapulse pulmonary vein isolation procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that faradrive would allow air/bubbles in through the valve when the pentaray mapping catheter was inside of the valve while the physician tried to aspirate the device to remove bubbles. Then the physician inserted the farawave through the valve. When farawave was inserted through the valve and aspiration was done no air/bubbles came through the valve. The procedure was completed successfully by using original device. No patient complications have been reported. The product is expected to be returned. It was further reported that the mapping catheter was inside the sheath prior to, and/or at the time, the air was observed. Pressure bag was used for the irrigation of sheath. The bubbles were observed during aspiration in the syringe. No other issue has been reported.

Event description:
It was reported that during the farapulse pulmonary vein isolation procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that faradrive would allow air/bubbles in through the valve when the pentaray mapping catheter was inside of the valve while the physician tried to aspirate the device to remove bubbles. Then the physician inserted the farawave through the valve. When farawave was inserted through the valve and aspiration was done no air/bubbles came through the valve. The procedure was completed successfully by using original device. No patient complications have been reported. The product is expected to be returned. It was further reported that the mapping catheter was inside the sheath prior to, and/or at the time, the air was observed. Pressure bag was used for the irrigation of sheath. The bubbles were observed during aspiration in the syringe. No other issue has been reported.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.